Manufacturer narrative:
Follow-up #1 07/02/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no activity related to the complaint in the pump history. The pump history confirmed that the insulin to carbohydrate ratio was set to 1unit:17g and the insulin sensitivity factor was set to 1u:90mg/dl. Using the patient¿s programmed settings, a bolus was performed for 25 grams of carbohydrate and a blood glucose of 69 mg/dl and the pump displayed a ¿low bg no bolus recommended¿ alert. A bolus was programmed for 170 grams carbohydrate at target blood glucose and the pump correctly calculated 10 units of insulin. The complaint was unable to be verified or duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 (B)(4) 2013 ¿ device evaluation continued: the pump bolus history and total daily dose history were found to be incongruent. A normal bolus and an audio bolus were performed successfully and recorded accurately in the pump history. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the date and time settings upon removal of the primary battery.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump was not recommending accurate bolus amounts. The patient reported a blood glucose (bg) level of 69mg/dl with no symptoms. The pump's recommendation thru ez carb was 1.3 units of insulin and when checked again to confirm accuracy, the pump instructed a bolus 0.8 units of insulin. It was also reported that the pump history was not recording all boluses. It was also noted that the patient's physician was unable to download all of the information from the pump. This issue has no effect on insulin delivery. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue regarding the bolus recommendations and the bolus history was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.